Manufacturer narrative:
The pod was received with the soft cannula deployed and the formed needle visible through the soft cannula. After opening the pod, the needle did fully retract. Evidence of a linkage assembly error is supported by markings found on the inside of the top housing and the linkage assembly slightly elevated out of the slide retract. The exact cause of the needle failing to fully retract could not be conclusively determined. In addition, the soft cannula was bent on its exposed portion. It could not be conclusively determined when the damage occurred and if this affected the device's ability to deliver insulin when the pod was worn.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose levels exceeded 300 mg/dl while wearing the pod between 24 and 36 hours. When removed from the infusion site (arm), the pod's cannula was found bent. As treatment, a new pod was applied.